Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported approximately six weeks following a micro-stent implant procedure, a patient experienced blurry vision, hypotony, and choroidal folds. Additional medications were prescribed. Additional information was requested and received.

Manufacturer narrative:
No sample has been returned for evaluation for the report of hypotony and blurry vision; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. Possible root causes are that postoperative hypotony and worsening of visual field loss are established risks associated with use of the system that is clearly specified in the product instructions for use (IFU). (B)(4).